Manufacturer narrative:
This is a correction of patient involvement information and verbiage in investigation summary(as below) the available details indicate that the device kept on restarting. The customer requested the supply of the dfm100 assy som (453564489051) and a quotation has been sent for the same. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
The available details indicate that the device kept on restarting. The customer requested the supply of the dfm100 assy som (453564489051) and a quotation has been sent for the same. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective som pca. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device keeps on restarting. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.